Event description:
It was reported that while using the bd micro-fine¿ pro pen needles drug solution did not come out during injection. The following information was provided by the initial reporter: verbatim: this report is about a bent needle npe. The customer reported that the drug solution came out during priming but not during injection.

Manufacturer narrative:
H6: investigation summary samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. See h.10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd micro-fine¿ pro pen needles drug solution did not come out during injection. The following information was provided by the initial reporter: verbatim: this report is about a bent needle npe. The customer reported that the drug solution came out during priming but not during injection.